Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Correction to e2. Updates to sections g2, e3 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by oil in an air compressor which was used to dry the inside of channel and may have entered the channel.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of foreign material coming out of the tip of the scope. The bending section glue was found to be cracked. Additionally, the objective lens was cracked and peeling off on the cement. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer that the evis exera iii colonovideoscope had an oily substance coming out of the tip of the scope. (Foreign material). There was no harm, infection or user injury reported due to the event.